Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 2/1/2023 it was reported by a sales representative via sems that an ar-9676 angled reamer inner sleeve is welded to the outer sleeve. This was discovered during a procedure with no patient harm.